Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of segmental resection of lung, the surgeon tried to fire the device, however the knife did not advance. The procedure was completed with another device. The status of the patient was reported as no problem.